Manufacturer narrative:
This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The received device had the cannula assembly not deployed. The downloaded data showed that the first priming sequence ended prematurely at 22 pulses and was deactivated at 32 pulses. Inspection of the device found plastic on the commutator cap at the location which contacts the rotational sensor springs. The plastic and the abnormal score marks on the commutator cap indicate an improper installation of the commutator cap, which resulted in damage to the part of the ratchet gear around the commutator cap. This plastic interfered with the continuity between the commutator cap and rotational sensor springs, resulting in an early completion of the first priming sequence and led to the needle mechanism not deploying. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
A patient reported the needle did not deploy when trying to activate the pod; indicating a needle mechanism failure. The patient's blood glucose levels were unaffected and the pod was not worn.